Event description:
Hosp reports a problem with the angiographic syringe in their convenience kit. Specifically, the syringe/manifold connection is drawing air and the syringe is backing off the manifold during use. There has been no air injected or pt injury. A used device will be returned for eval.

Manufacturer narrative:
The syringe and manifold used in the reported incident were returned to the MFR. No defects were visible on the syringe; however, the manifold did have a crack in the proximal female luer. Review of the device history records for the syringe did not indicate any quality issues or mfg deviations. When an attempt was made to duplicate the situation reported by the customer, the syringe did not back off from the manifold connection; however, leakage did occur at the cracked female luer fitting. The root cause of the damage to the manifold is unable to be determined. Devices performed properly and no connection problems occurred. Although this complaint was unable to be confirmed for the syringe backing off the manifold, a CAPA has been initiated on the reported failure mode.